Manufacturer narrative:
Investigation summary: the device was visually inspected, and reddish material was observed inside the pebax, no internal parts were exposed. During the second visual inspection, the pebax was observed damage with some ruptures on the surface. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the catheter outer diameter was measured, and it was found within specification. A manufacturing record evaluation was performed for the finished device 30159975l number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure and the biosense webster product analysis lab discovered reddish material inside the pebax and there were lacerations and ruptures on the surface of the pebax. Initially, during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter became entrapped in the mechanical mitral valve and was then removed about 3 minutes after. The patient remained stable through and was transferred to post op for observation. The issue of medical device entrapment with no excessive manipulation required was assessed as a not reportable event. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation on may 8, 2019 and upon initial visual inspection, it was reported that there was reddish material in pebax sleeve. No internal parts exposed. The issue of foreign material inside the pebax with no external damage was assessed as a not reportable event. Foreign material was found underneath the pebax. However, there was no damage noted to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During the second visual inspection on may 22, 2019, the pebax was observed to have damage with some ruptures on the surface. The issue of foreign material inside the pebax with external damage was assessed as a reportable event.